Manufacturer narrative:
Bd received samples and four photographs from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken cap with the incident lot was observed. The photos received also backed up the indicated failure. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the defect is caused during molding when an inadequate amount of resin is injected to complete the component forming. There are inspections of molded components as well as a finished product at a prescribed frequency to minimize these defect. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 2ml 13mm x 75mm bd vacutainer® k2edta tube had a broken hemogard cap. There was no serious injury or medical intervention reported.